Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported event could not be determined during the evaluation of mlp-016380. The pump was returned with the pump cable cut approximately 23¿ from the housing and the severed portion was not returned. The sealed outflow graft, apical cuff, and modular cable were not returned. Examination of the cuff lock found no evidence of defect or damage. The locking arms were measured and found to be within manufacturing specifications. The clear o-ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Measurements taken of the o-ring were also within manufacturing specification. The cuff lock and o-ring were reassembled and several test apical cuffs were connected. The cuff lock engaged with each cuff without issue. Rotating the cuffs within the engaged lock found that the connection did not feel loose and was comparable to the same cuffs being engaged to a test pump. Lubricating the connection with saline and reengaging the lock with each test cuff found that rotating the pump became slightly easier than when the components were dry, but the connection did not feel loose. The cause of the reported blood leak and the pump rotating more easily than expected could not be conclusively determined. The remainder of the device appeared unremarkable. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported event could not be determined during the evaluation of (B)(6). The pump was returned with the pump cable cut approximately 23¿ from the housing and the severed portion was not returned. The sealed outflow graft, apical cuff, and modular cable were not returned. Examination of the cuff lock found no evidence of defect or damage. The locking arms were measured and found to be within manufacturing specifications. The clear o-ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Measurements taken of the o-ring were also within manufacturing specification. The cuff lock and o-ring were reassembled and several test apical cuffs were connected. The cuff lock engaged with each cuff without issue. Rotating the cuffs within the engaged lock found that the connection did not feel loose and was comparable to the same cuffs being engaged to a test pump. Lubricating the connection with saline and reengaging the lock with each test cuff found that rotating the pump became slightly easier than when the components were dry, but the connection did not feel loose. The cause of the reported blood leak and the pump rotating more easily than expected could not be conclusively determined. The remainder of the device appeared unremarkable. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2019. Heartmate 3 lvas instructions for use (IFU) provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during device implant, bleeding was noted around apical cuff/pump connection. Physician attempted to re-seat pump without successful cessation of bleeding. Pump spun more freely than normal when connected. Decision was made to replace pump. No additional information was provided.